Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found locking head of the zip was cut short with locking head inserted on the body of the zip. A proper functional test cannot be applied due to the device condition; however, an interaction was made using the locking head and the body of the zip and found that locking head worked properly throughout the attempts performed, therefore the reported condition was not able to be replicated. Based on the sternal zipfix stg surgical technique guide, se_839363 rev. Ab, the following is advised: precautions: do not tension the implant if the locking head is not sitting in the intercostal space. If intercostal space is not suitable for zipfix implants, use alternative methods for closure. Do not cut the implant until all implants have been fully tensioned since implants cannot be tensioned once cut. Notes: the application instrument may not tension if the cutting lever is not in the locked position. If the instrument slips on the implant during tensioning, the instrument can be repositioned such that the teeth of the implant interface with the teeth of the instrument. Based on the available evidence, a definitive root cause could not be determined. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the sternal zipfix cable tie w/needle peek 5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing record evaluation was performed for the finished device. Product code: 08.501.001.05s-15. Lot number: 8626p96. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: march 28, 2024. Manufacturing site: received from (B)(4) sent by (B)(4). Expiry date: february 01, 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, they could not tighten the zipfix. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.